Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic examination of the returned device found that the main coil was jammed within the sl-10 microcatheter and the delivery wire was not attached to the main coil. There were no anomalies noted to the returned sl-10 microcatheter. Dried blood was noted within the hub of the microcatheter. The microcatheter was unable to be flushed and was cut in an attempt to remove the coil. The coil could be seen jammed within the microcatheter with blood exiting the microcatheter; however, the coil was unable to be removed. It is likely that the blood noted in the catheter as well as damage sustained to the device during the clinical procedure may have contributed to the friction experienced and to the break sustained to the device. Therefore, an assignable cause of operational context has been assigned to the event due to some procedural factors encountered during the procedure limited the performance of the device contributed to the reported event.

Event description:
Analysis of the returned device found that main coil prematurely detached/separated from the delivery wire inside the microcatheter. There was no clinical consequence to the patient.